Event description:
The customer reported that the side-firing was noticed to have commenced forward firing during a prostate procedure at 35 minutes and 148, 000 joules. The procedure was completed with a turp. Reportedly, gland volume 55ml. The outcome was reported as "no damages to the pt".

Manufacturer narrative:
(B)(4). Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.